Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had several falls and that one of the patient's leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates the lead was explanted on (B)(6) 2026 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.